Event description:
It was reported, ¿staff was setting up for the beginning of a cochlear implant and the irrigation wasn¿t to the end of the drill so the scrub tech asked the surgeon to step on the pedal for the visao drill and the drill started smoking¿ it did get hot and it was fast. Probably 20 seconds¿ we opened another drill and took the smoking drill out of service to be sent in.¿ there was no impact to the patient or user.

Manufacturer narrative:
(B)(4). The product analysis determined motor/cable subassembly the had intermittent problems (ran only intermittently). Motor/cable, nose bearings, spacer and other parts needed to be replaced due to corrosion. At the time of the product analysis, it was not known that the device had overheating issues, and there were no temperature tests done.